Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Thrombectomy-"the balloon broke during the procedure. The catheter did not come in contact with any sharp instruments and the sales rep was not informed of any unintended material left in the patient. The product is not returning because it was disposed of after the procedure. " type of intervention: an additional a4545 was used. Patient status: rep was not informed of a patient injury.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.